Event description:
During a remote follow up, missing egms were noted on the device. Alerts were being transmitted but no egms were available. An in clinic follow up is anticipated but has not yet been performed. The patient was stable and will continue being monitored.

Manufacturer narrative:
The reported event egms being unavailable was confirmed. Based on the information provided, it was seen that there were long atrial fibrillation (af) episodes that spanned over several days, which triggered the af burden alerts multiple times. This resulted in the effect that the episode never ended and the episode logs are only created after the af episode ends. The behavior is per design and the device is performing as expected.